Manufacturer narrative:
A ge rep evaluated the sys and repaired a connector. The sys operates as intended.

Event description:
It was reported that the sys would not display an image on the left monitor. No pt injury was reported.